Event description:
Doctor reported screw fracture and fracture of implant collar at tooth site 46.

Manufacturer narrative:
Zimvie complaint number (B)(4). Age at time of event unknown / not provided patient weight unknown / not provided additional device information unknown / not provided unique identifier (UDI) number not available reporter name unknown / not provided. Premarket identification: k011028/k013227. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Additional information was obtained via phone on 25-apr-2024. The clinician confirmed the inspection results. The returned implant was a tsx41b10 with damaged drive feature. Zimvie did not receive one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvwb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long-term loading). Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.